Event description:
It was reported that the customer had multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted (elevated). Customer reverted to manual injection with fast acting insulin.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.